Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the hospital after receiving a vibratory patient notifier, high out of range pacing lead impedance was observed. The lead was explanted and replaced.